Manufacturer narrative:
As per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. As per tandem user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer reported using pump supplies for more than 3 days. Tandem customer technical support informed customer that using pump supplies more than 48 to 72 hour is off label per the user guide. Customer declined further troubleshooting. Customer's blood glucose was in 200 mg/dl range.